Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a recent CT scan, a proximal type I endoleak was present due to aortic neck degeneration. The talent stent graft was 15 mm below the renal arteries; however, unsure if that was where the stent graft was originally placed or if the stent graft actually migrated. An endurant entf3636c70e cuff was implanted resolving the proximal type I endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration, endoleak). . (Disease progression, aortic neck degeneration ).